Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 10 apr 2024, it was reported that customer's bloog glucode dropped to 20 mg/dl. The cause was she attempted to change the set and reservoir and did the manual prime when it was connected to her body. Customer stated that she forgot to rewind the pump and she pushed the reservoir into the pump. Ems took her into the emergency room and she was treated in the ambulance so by the time she woke up in the ER and she was feeling better. She had an IV in the hand and in her foot. She was admitted on (B)(6) 2024, her husband called ems and took her to emergency room. Customer did not stay and went home the same day when she felt better. She was treated with interavenous insulin drip no further information available.